Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this pacemaker triggered a lead safety switch due to high pace impedances on the right atrial (ra) lead. The patient was seen and the pacemaker was programmed back to bipolar. At this time, the products remain in service. No adverse patient effects were reported.